Event description:
It was reported the patient¿s leads had migrated. It was noted the patient had not used or charged her implantable neurostimulator (ins) in over a year at the time of initial report because it "sucks." No further information was available at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# v340198, implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3487a-56, lot# v340198, implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).